Manufacturer narrative:
The recipient reportedly underwent revision surgery for a technology upgrade.

Manufacturer narrative:
The external visual inspection revealed a severed array, as well as a sliced fantail region, damaged epoxy header, and braze region. These anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical tests performed. This device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.